Event description:
In 2002 a thermal ablation procedure was performed and the pt reportedly experienced first, second and third degree burns both internally and externally. No further event details are made available.